Event description:
Related manufacturer reference numbers: 2017865-2021-37195, related manufacturer reference numbers: 2017865-2021-37197, related manufacturer reference numbers: 2017865-2021-37198. It was reported that the patient presented in clinic for implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited no sensing or capture. Patient also had pre-syncopal episodes during a long pause of the right ventricular (rv) lead. Chest x-ray was performed and found dislodgement on both ra lead and rv lead. The ra lead was repositioned on (B)(6) 2021 and the rv lead was explanted and replaced. Upon interrogation post revision, it was found that the rv lead exhibited r-wave amplitude variation. Another chest x-ray was performed and found dislodgment on the ra lead. The pacemaker (pm) also exhibited no radiofrequency and inductive telemetry. The ra lead was explanted, the pm was explanted and replaced and the rv lead was repositioned on (B)(6) 2021. Patient condition was stable throughout.